Event description:
The customer reported the ventilator was alarming nonstop and they found diagnostic error code "primary alarm failed." The customer would like to know if it is okay to put back into service. It is unknown if the device was in clinical use at the time of the event; however, no patient harm was reported. The customer advised both speakers working and they are both connected. The remote service engineer (rse) determined the customer has a rev b service guide, which does not have the latest troubleshooting procedures. The (rse) advised the customer to ohm out the speakers and if they both test correctly then to replace the central processing unit (cpu). Emailed caller a new rev n service guide. Caller will troubleshoot further and repair unit as needed. Caller will call back if further assistance is needed.

Manufacturer narrative:
Further information was received. The customer stated that the device was not in use on a patient. The unit was being set up for use when it made the alarm noise and was saying failure. The device never ended up on the patient. The unit was switched out for another one; there was no patient or user harm. The reported issue could not be duplicated; however, the diagnostic error codes were found in the logs. The customer called tech support to troubleshoot and determined the speaker was bad. The customer ohmed it out at 13.6. And did not remember if it was supposed to be between 6 and 9 ohms. The customer replaced the speaker to resolve the issue. The unit was tested, and it was returned to service.